Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria due to the patient anatomy. The case was aborted and a sweep of the heart revealed pericardial effusion. Furthermore, the physician performed pericardiocentesis and removed 250cc of blood. The patient remained stable and was discharged.